Manufacturer narrative:
This follow-up was created to document the additional event information, patient information, updated codes. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information received stated holes were observed in the tubing near the connectors.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and implant date. A titan otr pump, two cylinders and a detached inlet tube with connector were received for evaluation. Examination and testing of the returned component revealed a separation in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the detached inlet tube with connector. Testing revealed these to not be a site of leakage. Abrasion was noted on other areas of the detached inlet tube and shorter exhaust tube of the pump. No functional abnormalities were noted with either cylinder or detached inlet tube with connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the longer exhaust tube of the pump indicated that sufficient stress(s) was exerted on this site near the pump to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was first implanted in 2015 , damage of tubing in 2019.